Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive on the bending section cover detached was observed. There was no patient involvement.